Event description:
Caller reported a pixel issue on the pump display that affected their ability to interact with the device. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump due to the display issue, and the customer opted to use multiple daily injections as a backup insulin delivery method.